Event description:
It was reported there was air inside the catheter. An opticross hd was selected for ultrasound examination of the target lesion. During the procedure, lost image has occurred and the air was not fully removed from the catheter when flushing during preparation. The procedure was completed with another of the same device. There was no patient complications reported.